Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged couple device (ccd) cable shorted out during user handling. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation did find the image disappeared during angulation in the up/down direction due to a short circuit of the charged coupled device (ccd) cable. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the screen of the evis lucera elite bronchovideoscope blacked out. The issue occurred during a diagnostic procedure. The procedure was completed using the same set of equipment without any delay. There were no reports of patient or user harm associated with this event.